Event description:
It was reported that the patient had a full vns revision. An implant card was received to the manufacturer on (B)(6) 2013 revealed that the patient's vns lead was fractured and a new lead was implanted as a replacement. The product was discarded and will not be returned to the manufacturer. Attempts to contact the physician for additional information regarding the lead fracture have been unsuccessful to date. Clinic notes dated (B)(6) 2013 provided the patient's settings.

Event description:
A battery life calculation was performed on (B)(6) 2013 which resulted in 0.73 years till end of service. The device history report was reviewed for the vns lead and no non conformances were found.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed no non-conformances at the time of manufacture.